Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-may-2018. The most recent information was received on 30-jan-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of angioedema ("giant allergy on the upper part of the body / giant urticaria"), dysmenorrhoea ("strong abdominal pain during ovulation and menstruations"), infection ("infections (bronchitis, mycosis...)"), bronchitis ("infections (bronchitis, mycosis...)") And fungal infection ("infections (bronchitis, mycosis...)") In a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced chronic sinusitis ("recurrent chronic sinusitis"). On (B)(6) 2015, the patient experienced angioedema (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant), fungal skin infection ("mycosis on feet"), dyshidrotic eczema ("dyshidrosis on hands"), migraine ("migraines"), ovulation pain ("strong abdominal pain during ovulation and menstruations") and premenstrual syndrome ("worsening of the symptoms during menstruations") and was found to have weight increased ("intake of weight (6 kgs)"), 5 months 25 days after insertion of essure. On an unknown date, the patient experienced infection (seriousness criterion medically significant), bronchitis (seriousness criterion medically significant), fungal infection (seriousness criterion medically significant), fatigue ("chronic fatigue") and arthralgia ("joint pain in particular on knees area"). The patient was treated with surgery (bilateral salpingectomy was performed with resection of the interstitial part). Essure was removed on (B)(6) 2018. At the time of the report, the angioedema, dysmenorrhoea, infection, bronchitis, fungal infection, fungal skin infection, dyshidrotic eczema, migraine, ovulation pain, premenstrual syndrome, chronic sinusitis, weight increased, fatigue and arthralgia outcome was unknown. The reporter provided no causality assessment for angioedema, arthralgia, bronchitis, chronic sinusitis, dyshidrotic eczema, dysmenorrhoea, fatigue, fungal infection, fungal skin infection, infection, migraine, ovulation pain, premenstrual syndrome and weight increased with essure. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-jan-2019: case (B)(4) (MFR number 2951250-2019-00497) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - reporter, consumer age, stop date of essure and events chronic fatigue, infections (bronchitis, mycosis), joint pain in particular on knees area added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1805724) on 02-may-2018. The most recent information was received on 14-feb-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of angioedema ("giant allergy on the upper part of the body / giant urticaria"), dysmenorrhoea ("strong abdominal pain during ovulation and menstruations"), infection ("infections (bronchitis, mycosis...)"), bronchitis ("infections (bronchitis, mycosis...)") And fungal infection ("infections (bronchitis, mycosis...)") In a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation. No concomitant disease. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced chronic sinusitis ("recurrent chronic sinusitis"). On (B)(6) 2015, the patient experienced angioedema (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant), fungal skin infection ("mycosis on feet"), dyshidrotic eczema ("dyshidrosis on hands"), migraine ("migraines"), ovulation pain ("strong abdominal pain during ovulation and menstruations") and premenstrual syndrome ("worsening of the symptoms during menstruations") and was found to have weight increased ("intake of weight (6 kgs)"), 5 months 25 days after insertion of essure. On an unknown date, the patient experienced infection (seriousness criterion medically significant), bronchitis (seriousness criterion medically significant), fungal infection (seriousness criterion medically significant), fatigue ("chronic fatigue") and arthralgia ("joint pain in particular on knees area"). The patient was treated with surgery (bilateral salpingectomy was performed with resection of the interstitial part). Essure was removed on (B)(6) 2018. At the time of the report, the angioedema, dysmenorrhoea, infection, bronchitis, fungal infection, fungal skin infection, dyshidrotic eczema, migraine, ovulation pain, premenstrual syndrome, chronic sinusitis, weight increased, fatigue and arthralgia outcome was unknown. The reporter provided no causality assessment for angioedema, arthralgia, bronchitis, chronic sinusitis, dyshidrotic eczema, dysmenorrhoea, fatigue, fungal infection, fungal skin infection, infection, migraine, ovulation pain, premenstrual syndrome and weight increased with essure. The reporter commented: essure was removed on patient's request. Principal reason of the removal: urticaria, chronic sinusitis, intake of weight, asthenia and arthralgia. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-feb-2019: fu received from the device vigilance correspondent: device removal questionnaire. No concomitant disease, batch number was unknown. Essure was removed on patient's request. Principal reason of the removal: urticaria, chronic sinusitis, intake of weight, asthenia and arthralgia. No further follow-ups after essure removal. Medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.